Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge as expected, with the device showing a small decrease in battery percentage after reconnecting to power, and the user had been charging the device on a cloth surface before being advised to allow the device and charger to return to room temperature and to reconnect properly. Symptoms included no adverse health effects and no changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included user counseling on proper charging practices and follow-up to assess any effect on blood glucose. Investigation of this device revealed a charging performance issue consistent with improper charging conditions rather than a functional device failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging conditions.